Manufacturer narrative:
The complainant indicated that the device would not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as MFR report #6000089-2007-01619. Same patient as MFR report # 6000093-2007-02229. It was reported that following a coronary artery drug eluting stenting treatment procedure, sub acute thrombosis occurred. The calcified, 90% stenosed, target lesion was in the distal and posterolateral portions of the severely tortuous left circumflex (lcx artery). A pt2 guidewire was advanced to the left main trunk (lmt) and a non-bsc guidewire was advanced to the posterolateral lcx. The target lesion was predilated with a 2.0x10mm non-bsc balloon catheter. An unknown type intravascular ultrasound (ivus) catheter was advanced to the proximal lcx. The non-bsc guidewire was exchanged for another non-bsc guidewire. The lesion was predilated by a 2.0x10mm non-bsc balloon catheter at 10 and 12 atmospheres (atms). The physician attempted to advance a 2.5x24mm taxus express2 drug eluting stent (des) in the lcx "distal to the posterolateral" but was unable to cross the previously implanted non-bsc des. The physician attempted to dilate the lesion with 2.5x10mm non-bsc balloon catheter but it was not able to cross the lesion. The balloon was exchanged for a 2.5x12mm quantum maverick2 and the lesion was dilated for a total of 4 dilatations, alternating between 16 and 18 atms. The 2.5x24mm taxus express2 des was still unable to cross adequately to the lesion. When the device was removed, it was noticed that the stent had moved on the stent delivery system. The procedure was completed with the implantation of a 2.5x16mm taxus express2 des in the lcx target lesion at the posterolateral artery and a 2.5x12mm taxus express2 des in the lcx distal to the previously implanted non-bsc des. There were no patient complications reported. At 5 days later, the patient experienced chest pain and thrombosis was discovered in the lcx. A mach 1 7fr fl3.5sh guide catheter was inserted but could not cross to the lesion and was changed to a mach 1 7fr al1sh. A pt2 ls guidewire was inserted but it could only cross to the non-bsc des. The guidewire was exchanged to a non-bsc device but this was "kinked" and changed to a mach1 7fr al1.5sh. A non-bsc guidewire and a 2.5x15mm maverick balloon were inserted but the balloon catheter was unable to cross. The wire was exchanged twice for other non-bsc guidewires with eventual success and crossing to the distal lcx. The 2.5x12mm taxus express2 des was dilated with the 2.5x15mm maverick balloon twice at the distal stent and for a total of 3 times from distal to proximal. The thrombosis was able to be aspirated with a non-bsc aspiration device. The 2.5x12mm taxus express2 des was dilated 4 additional times with a 2.5x12mm quantum maverick balloon catheter. Intravascular ultrasound (ivus) confirmed that the previously implanted taxus express2 des was incompletely deployed. The distal side of the lesion was redilated with a 3.0x10mm non-bsc balloon catheter at 8 atms and for a total of 4 times distal to proximal. Ivus once again confirmed incomplete expansion of the taxus express2 des. The same 3.0x10mm non-bsc balloon catheter was used to dilate the stent again at 25 atms for 3 inflations. The distal stent was also dilated with a 2.0x10mm non-bsc balloon catheter twice at 6 atms and once at 14 atms. There were no additional patient complications reported with the patient's current condition listed as "recovered".